Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used on the first firing, the green button was pushed. However, as soon as the handle was squeezed, I-beam got stuck and stopped moving with 60mm reload. The handle could not be squeezed anymore. The handle and the reload were replaced. There was no patient injury.